Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Data analysis determined that the device was exposed to cold temperature. The device voltage tracks the temperature and at the present time it has recovered. Further, the fault can be cleared, and the device can be used for implant. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.